Manufacturer narrative:
Qn#(B)(4).

Event description:
During the procedure, the physician found the tip of the dilator bent. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Event description:
During the procedure, the physician found the tip of the dilator bent. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including a dilator, arrow raulerson syringe (ars), introducer needle, catheter, and guide wire, for analysis. Signs of use were observed on the dilator. Visual analysis revealed that the dilator tip appeared damaged and torn. A portion of the tip was folded inward, creating a small bulge. The appearance of the damage is consistent with the unintentional use of undue force. The overall length of the dilator measured 4", which is within the specification limits of 3 3/4" - 4 1/4" per the dilator product drawing. The dilator outer diameter measured 3.46mm, which is within the specification limits of 3.43mm - 3.5mm per the dilator extrusion graphic. The inner diameter measured 1.0414mm, which is within the specification limits of 1.02 - 1.09mm per the dilator extrusion graphic. The inner diameter at the dilator tip could not be measured due to the damage. The dilator was functionally tested per the instructions for use, which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". The returned guide wire was threaded through the dilator, and little to no resistance was experienced. Manufacturing and packaging were consulted as a part of this complaint investigation. They stated that the dilators are 100% visually inspected and are measured with calipers to prevent such a damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of dilator tip damage was confirmed through investigation of the returned sample. The distal tip of the dilator appeared deformed and torn. The appearance of the deformation is consistent with undue force applied on the component. The dilator passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Manufacturing was consulted, and they stated that dilators are 100% visually inspected. Based on the sample received and comments from manufacturing, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.